Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced high and low blood glucose. Customer states that high blood glucose of 270 mg/dl was due to eating excess carbs and was corrected by backup plan. It was also reported that customer had low blood glucose of 47 mg/dl and after removing cannula, realized that cannula was bent. Customer declined transfer to helpline.